Event description:
It was reported that patient is now requesting explant due to the reported nausea and vomiting specifically. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of vomiting with the vns. The doctor wondered if the vagus nerve was damaged during surgery. The doctor noted that the patient experiences nausea every two weeks, and the vomiting is presented as the patient spitting up food with magnet stimulation. The patient also has painful stimulation with the magnet and occasionally experiences coughing. Further information was received that the physician believes the vomiting and nausea is related to stimulation and the device was turned off to monitor the symptoms. It was noted that the device disablement was for both patient comfort and to preclude serious injury per the physician. No other relevant information has been received to date.